Event description:
Two needles were used in a cryoablation procedure. The patient experienced a muscle stimulation during the procedure. The I-thaw and cautery features could also not be used. The case was completed with no reported injury to the patient. The reported defective needle will be returned to the manufacturer for investigation.

Event description:
This MDR is to document the manufacturer's actions of the needle from lot a7037 used in the reported event. Further investigation or follow-up is not planned for this complaint.

Manufacturer narrative:
The needle was returned to the manufacturer for investigation. The electrical parameters were outside of specifications, confirming the reported complaint. Needle disassembly identified the root cause as damage to the insulation layer of the heater wire. Review of the a7037 needle lot manufacturing records identified (B)(4) electrical malfunctions within the needle batch.